Event description:
It was reported that the patient expierenced syncope during periods of atrial oversensing. Oversensing could be reproduced with pocket manipulation. The lead was subsequently removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise. The noise could be reproduced through manipulation of the pocket. The lead was programmed to asynchronous mode.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 6.0 cm to 6.3 cm from the connector pin, due to friction with device can. The proximal coil was exposed in the same area which could have caused the reported noise problem.